Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying an error 5 message. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged error issue began on the morning of (B)(6) 2017. The patient manages her diabetes with a combination of insulin (novolog, unspecified dose) and oral medication (metformin, unspecified dose). The patient claimed that an unknown time prior to attempting to test with the subject meter, she developed the symptom of ¿dizziness¿ and that due to not being able to obtain a blood glucose result, her son took her to the emergency room (ER). Upon arrival at the ER at approximately 11 a.m., on (B)(6) 2017, the patient advised that her blood glucose was tested on the ER device and that a result of ¿47 mg/dl¿ was obtained. The patient claimed that she was then subsequently treated by a health care professional (hcp) who gave her glucose gel to ¿bring her blood sugar back up.¿ the patient claimed that following treatment, at approximately 11:15 a.m., her blood glucose was re-tested on the ER device and a result of ¿68 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the subject device was not being used for the first time. It is not known whether the patient was following the correct testing procedure as the patient was unable and/or unwilling to describe her testing steps. Furthermore, the csr was unable to confirm if the test strip vial was intact and it is not known whether the test strips had been stored properly; had expired or been open beyond their discard date as the patient no longer had the subject test strips. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because whilst using the subject device, the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. The alleged issue could not be ruled out as a cause or contributor to the requirement for hcp treatment.